Manufacturer narrative:
The implants were not returned for eval and DHR revealed nothing relevant to this event. This type of event is typically caused due to over insertion of the implant and/or improper bone preparation prior to insertion. However, since the implants were not returned, the cause of this event cannot be determined. Additional lot # 49788.

Event description:
Eyelets broke on insertion into glenoid during "anterior stabilization" of shoulder. Hosp states this was noted when surgeon was pulling driver out to get sutures. A total of 4 implants used in this case had the same problem. Only 1 anchor could be backed out. Nurse reported the surgeon was able to complete the case using a different technique, but there were concerns with insufficient stability of the repair. Add'l implant involved in this event. This device is used for treatment.